Event description:
It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device was not charging. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated ¿it was further observed that the fan opening was left broken and bent and the feet were damaged from a fall. This statement was corrected to state ¿it was further observed that the left part of the ventilation fan was broken and the base was bent and damaged by dropping¿. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was broken/deformed. Therefore, the reported condition was confirmed. It was further observed that the fan opening was left broken and bent and the feet were damaged from a fall. The assignable root cause was determined to be due to faulty handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.